Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The reporter's complete address was not provided. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the one ring on the attachment device became detached and the device had component damage. It was reported that he ring did not fall inside the patient. There were no reports of delays to the surgical procedure. It was reported that a spare device was used to complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.